Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d1, d4: reported device is sri instrument: product code: apau0200 / znauh0034, description: daa straight broach handle d4: UDI: as the reported device is sri instrument, the (01)gtin is not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the broach handle bolt broke during the procedure when changing broaches. The bolt has been broken that locks the latch. There was no patient impact.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :as per information provided: "(sri instrument: product code: apau0200 / (B)(6) , description: daa straight broach handle. Event details: the broach handle bolt broke during the procedure when changing broaches, but the patient was unaffected. The bolt has been broken that locks the latch. Patient consequence: none". ¿the product was not returned to j&j medtech orthopaedics sri team, however photos were provided for review. See attachment(B)(4). Main source). The photo investigation revealed the daa straight broach handle broken, confirming the reported event. The failure mode has been assigned as wear and tear from normal use (with impaction), which is considered as an end of life indicator. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the daa straight broach handle would have contributed to the complained device issue.¿ based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary as per information provided: "(sri instrument: product code: apau0200 / znauh0034, description: daa straight broach handle. Event details: the broach handle bolt broke during the procedure when changing broaches, but the patient was unaffected. The bolt has been broken that locks the latch. Patient consequence: none". The product was not returned to j&j medtech orthopaedics sri team, however photos were provided for review. See attachment (pc-(B)(4) main source). The photo investigation revealed the daa straight broach handle broken, confirming the reported event. The failure mode has been assigned as wear and tear from normal use (with impaction), which is considered as an end of life indicator. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the daa straight broach handle would have contributed to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Device history batch null. Device history review null.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: as per information provided: "(sri instrument: product code: apau0200 / znauh0034, description: daa straight broach handle. Event details: the broach handle bolt broke during the procedure when changing broaches, but the patient was unaffected. The bolt has been broken that locks the latch. Patient consequence: none". The product was returned to j&j medtech orthopaedics sri team. Additionally, photos were provided for review. See attachment (B)(4) main source). Visual inspection revealed the daa straight broach handle broken, confirming the reported event. The failure mode has been assigned as wear and tear from normal use (with impaction), which is considered as an end of life indicator. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the daa straight broach handle would have contributed to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: b5, h6 (impact code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: did the instrument broke into 2 or more pieces? - yes, the bolt broke into 2 pieces, so there was the handle, the nut, and the bolt - was there any surgical delay related to the event? - only minimal as we had another tray on hand with backup broach handle, less than 5minute delay.